Event description:
On 2/2/1998 the account reported an erratic valproic acid result of 1.21 mg/l, which was run on the axsym analyzer. A flag was not given with the erratic result. The result was questioned by the nurse and the sample was retested, giving 96.75 mg/l. According to the account, the sample was tested both times in the primary tube. Treatment was not given based upon the first reported result.